Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, photographs were provided by the customer and were evaluated. The pictures showed an eye being implanted with a tecnis eyhance preloaded in the smartload delivery system model gib00. A thin tread like particle, located paracentral to the optical center of the iol and measuring approximately 0.5 mm of length was observed. It could not be determined if the particle is embedded in the lens material or if it is on the lens surface. The nature, root cause and potential clinical impact of the observed issue could not be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, lens remains implanted, therefore not explanted. Section e1: email address: unknown, as information was requested but it was not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread was detected on the optic of the preloaded intraocular lens (iol) after implantation. The lens remains in the patient¿s eye. The observed thread was described as central to the optic and could not be polished away. The patient was not adversely affected, and no iol explant is planned. No further details were provided.